Event description:
Customer reported that her pump was malfunctioning, and she was not wearing it at the time due to these issues. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to follow up with angela, but she did not answer, and a voicemail was left.